Manufacturer narrative:
Correction: d4 - primary UDI number updated to (B)(4). The service representative reviewed the module logs, observed message code 3452 wash monitoring failed at wash zone 1. Sample was repeated and yielded an acceptable result. No part replacement or troubleshooting was performed; therefore, the alinity I processing module, serial number (B)(6) was considered the likely cause. The instrument service history review revealed no additional tickets related to discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of ticket tracking and trending was performed and did not identify any related trends for the complaint issue. There were no similar issues related to the alinity system, instrument part, or discrepant results that were identified. A review of the device history record did not identify any non-conformances or deviations for the alinity I processing module and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the alinity I processing module, serial number (B)(6).

Event description:
The customer reported a falsely elevated alinity I free t4 (ft4) result for one patient sample while running on the alinity I processing module. The following data was provided (reference range for ft4: 9.01-19.5 pmol/l): sid (B)(6): initial ft4 result = 25.02 pmol/l. Other testing: tsh = 2.5 umol/l. Repeated testing on same sample on 21feb2024 = 12.25 pmol/l. Other testing: tsh = 3.04 umol/l. It was found through reviewing of instrument logs that an aspiration error 3452 for wash zone 1 (wz1) occurred. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity I free t4 (ft4) result for one patient sample while running on the alinity I processing module. The following data was provided (reference range for ft4: 9.01-19.5 pmol/l): sid (B)(6): initial ft4 result = 25.02 pmol/l. Other testing: tsh = 2.5 umol/l. Repeated testing on same sample on (B)(6) 2024 = 12.25 pmol/l. Other testing: tsh = 3.04 umol/l. It was found through reviewing of instrument logs that an aspiration error 3452 for wash zone 1 (wz1) occurred. There was no impact to patient management reported.